Manufacturer narrative:
The pendant was returned to the manufacturer for analysis. The tester installed the pendant on a test system and no display or led's were lit. No buttons responded to actuation. The pendant did not power on. The reported event was confirmed.

Manufacturer narrative:
Return requested. Replacement pendant shipped to site 06/18/2016. Suspect pendant returned to manufacturer for analysis and is under analysis. On 07/12/2016 a medtronic representative performed an imaging system check-out, all areas passed. Second pendant successfully installed and tested. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that their imaging system second pendant was unresponsive upon boot-up and is not working. No further details regarding the issue, or how it occurred, were provided. There was no patient present when this issue was identified.